Manufacturer narrative:
Method: device inspection; complaint history review; material analysis; risk assessment. Results: the customer reported event of a xia 3 pedicle marker tip fracture was confirmed via a visual evaluation of the returned part. The returned marker was received broken into 2 separate pieces. Material analysis was performed on the returned sample and the fracture was confirmed to be the result of an overload. A review of the manufacturing records did not reveal any material or manufacturing defect. Conclusion: material analysis of the returned product, confirmed the fracture to be the result of an overload.

Event description:
It was reported during xia3 surgery, the surgeon used the pedicle marker. When the pedicle marker was inserted in pedicle, the tip of the marker broke. Therefore the surgeon removed the fragment of the pedicle marker.

Event description:
It was reported during xia3 surgery, the surgeon used the pedicle marker. When the pedicle marker was inserted in pedicle, the tip of the marker broke. Therefore the surgeon removed the fragment of the pedicle marker.